Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 101 mg/dl. Troubleshooting was not able to resolve the issue. The display did not return after removing the battery for 10 minutes, cleaning the battery cap and inserting a new battery. The device will be returned for analysis.